Event description:
Medtronic received a report that the microguidewire protruded from the side wall of the catheter tip. The reported device and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for treatment of an aneurysm. It was noted the patient's vessel tortuosity was normal.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the guidewire was a puhui 0.014 inch guide wire.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: an echelon-10 micro catheter was returned for analysis. The puhui guidewire used during the event was not returned. The echelon-10 total length was measured to be ~155.6cm. The echelon-10 useable length was measured to be ~147.8cm which is within specification. Upon visual examination, no issues were found with the echelon-10 hub or the catheter body. The distal tip was found to be damaged. Upon further inspection there appeared to be a puncture at proximal end of distal marker band. The distal tip was noted to be pre-shaped. No other anomalies were observed. The echelon-10 micro catheter was flushed, water exited from puncture and distal tip. Based on the device analysis and reported information, the customer¿s report of ¿catheter puncture¿ was confirmed. As noted in the echelon IFU (instructions for use): ¿prior to use, flush the catheter lumen with heparinized saline by attaching a saline filled syringe to the catheter hub. Never advance or withdraw an intraluminal device against resistance until the cause of the resistance is determined by fluoroscopy. Excessive force against resistance may result in damage to the device or vessel perforation or other patient injuries.¿ the root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.